Event description:
Complainant alleged that during a routine preventative maintenance check, the device intermittently does not power on in ac or battery modes and when it does power on it displays "error" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.